Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The declined any assistance with trouble shooting from the help line. The customer stated that they lost a few sensors and infusion sets. The customer also mentioned that their current sensor may be bent. The customer stated they will call at a later time regarding the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.